Manufacturer narrative:
Continuation of d10: product ID: l-envpro-16; product lot/serial number: (B)(6); product type: loading system; product ID: envpro-16; product lot/serial number: (B)(6); product type: delivery system; product ID: bard balloon; product type: dilating balloon. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received which indicated that during the implant procedure, three valve re-sheathings occurred due to high placement. The valve was repositioned for implant at the correct height. The valve dislodged due to the retraction of the deflated balloon used for the post-dilation. The delivery catheter system (dcs) had already been removed for the dilation and had not caused the valve dislodgement.

Manufacturer narrative:
B5 - additional information: additional information was reported that following deployment of the valve, moderate paravalvular leak (pvl) was noted. The post-implant bav was performed for the pvl. H6 - coding updates: added annex e, annex a and annex g. Previous annex g of g07001 no longer applies to the report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5, h6 select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that prior to the valve implant, the patient had a history of paroxysmal atrial fibrillation. Four days following the valve implant procedure an electrocardiogram (ECG) identified tachycardia atrial fibrillation. An anti-arrhythmic medication was administered for 2 days. The patient then refused the therapy treatment. The day following onset an ECG identified spontaneous conversion to sinus rhythm. The tachycardia atrial fibrillation was considered resolved 2 days following onset. The physician indicated the tachycardia atrial fibrillation was not related to the valve implant procedure nor the medtronic products.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a post-implant balloon aortic v valvuloplasty (bav) was required. When retrieving the non-medtronic balloon from the post-implant dilatation, imaging with contrast was reviewed. During image review, a dislodgement of the valve was identified. The valve dislodged into the ascending aorta. Per the physician, there might have been some hard materials formed on the outside of the balloon that could have resulted in the valve dis lodgement. As the valve was left in a high location and little calcification was noted on the native leaflets, the physician decided to implant a non-medtronic transcatheter bioprosthetic valve. Per the physician, the patient anatomy was the reason for the valve dislodgement. No additional adverse patient effects were reported.